Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, a commanded shock sent the device system into a shorted system. The chronic device was reconnected to the chronic leads and this device shocked into a shortem system as well. The physician elected to implant a new pacemaker and surgically abandon this chronic right ventricular (rv) lead. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported during the procedure.